Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated an acute rise in pacing impedance measurement to a high / undefined level. The physician determined the lead to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.